Manufacturer narrative:
Eval: results and conclusion: (death), (severely tortuous iliac arteries, congestive heart failure), (sheaths). Difficult to cannulate).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were severely tortuous and mildly calcified without thrombus. It was reported that the talent bifurcated stent graft was deployed successfully without issues with the use of an 18 fr sheath inserted into the aneurysm sac. When attempting to cannulate the contralateral gate, the 18 fr sheath slipped distally into the iliac artery below its tortuous section. The physician elected to snare the sheath; however, because of the severe vessel tortuosity, attempts at snaring the sheath were unsuccessful. The physician then elected to insert a 7 fr. Sheath inside the 18 fr sheath in order to gain access up the iliac artery on the contralateral side; however, the left iliac artery ruptured, and there was substantial blood loss. The physician then attempted to open the pt and perform resuscitation, which was unsuccessful, and the pt expired. The physician commented that the clinical complications were related to the use of the sheaths and the pt's existing co-morbidity of a weak heart due to congestive heart failure rather than related to the stent graft.